Event description:
It was reported that noise was observed on the ventricular channel which resulted in the delivery of high voltage therapy. Further information received notes that the physician opened the pocket and tightened down t he setscrew of the ICD in 2008. The noise was not reproducible and the ICD and lead remained implanted. New information received 2008, indicated that the anomaly continued and the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.